Manufacturer narrative:
Other, other text: the available information suggests that four units were involved. Four complaints were created to reflex the available information. At this time, it is uncertain as to which v flange trach tube was the one used on the patient. (B)(4).

Event description:
Information was received indicating that the labeling on the box to a smiths medical portex bivona flextend tracheostomy tube was found correct but the trach tubes in the box were not. It was reported that the box contained v flange trach's and the sticker on the box reads straight. One of the four v flange trach's that was sent to the patient was then placed in the patient. The patient had complaints of the tube causing distress with an increase in secretions toward the end of august. Because of the secretions, the patient went to the clinic where they were reported to have antibiotics prescribed. There were no further reported adverse effects.

Manufacturer narrative:
Photos of the device were received for evaluation. During the evaluation of the device the customer reported condition was confirmed problem source is unknown. During the DHR review, we confirmed that p/n 60pfss45 l/n 3991195 was assembled using a straight flange p/n nks-cll-045-4 l/n 4018618 which is correct according to its bill of materials and labelling.